Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix assembly could not deploy the t1 anchor; three times deployment was attempted. A back-up device was available to complete the procedure. The surgery was delayed for more than 30 min. The patient was not injured.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 has been pushed back to the dimple. T2 is in its customary position on the needle. The suture is free from the fixed straw. Device was tested for deployment using a rubber meniscus model, each t deployed as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. Bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.d10 & h3 updated.